Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after the surgeon verified the suction, the views on the screen would go black and the anatomy would disappear. This issue occurred intraoperatively during the navigate task. Technical services (ts) asked if the site attempted to re-center the images, but the caller from the site wasn¿t sure. Medtronic imaging and navigation were continued. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was later reported that there was actually nothing wrong with the unit or instruments as the emitter was not set up properly for this particular case. A medtronic representative called to verify that the system has been working properly for each case after this call-in.